Manufacturer narrative:
No malfunction of the power wheelchair suspected. End user was operating the power wheelchair on a ramp that hoveround previously advised did not meet ada specifications.

Event description:
End user states while operating the power wheelchair down his ramp he fell.